Event description:
It was reported that the device exhibited a cassette n/a issue. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Service history review found no repair order found within past 12 months. Review of event log verified cassette not attached error. Visual/functional testing was performed. Unable to duplicate error but verified in event log. Probable cause found to be faulty downstream occlusion (dso) sensor. Replaced dso sensor, seal and bezel. Device passed all testing.